Manufacturer narrative:
If implanted/explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the returned lens was received in the original lens case, packaged in the original folding carton. Viscoelastic residues were observed. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was stuck in the cartridge as it was being inserted into the eye. There was patient contact. No additional information was provided to abbott medical optics.